Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy procedure to treat varix performed on (B)(6) 2024. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another spedband superview super 7. It was noted that there was a bit difficulty experienced upon setting up the devices. Additionally, the devices were cut off from the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.